Event description:
This complaint is in scope of a complaint remediation project and has been identified as a complaint that required a MDR based on either the source of the complaint or the type of complaint and is being reported. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. In (B)(6) 2019 anika received medwatch (B)(4) from the FDA. It was reported that a patient of an unknown age and demographic reported the orthovisc injection releived 80% of the pain but during the course of six months, the the pain increased over the span of six months after the injection. Additional information was not obtained.

Manufacturer narrative:
Additional information was not provided. The lot number was not provided. Contact informatin was not provided on the medwatch. A batch record review was not performed. All product manufactured by anika and anika entities are released to applicable procedures and specifications. The reported event will continue to be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.